Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an rga (return good authorization) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touchscreen is not responding when touched. The customer reported there is some spot on screen. The issue occurred during testing, the customer reported no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within resistive touch panel assembly. This would cause the screen to be non-responsive. This issue will be internally investigated within carefusion.